Manufacturer narrative:
Manufactures investigation conclusion: the reported event of s3, m4, and m5 alarms were confirmed via the log file. The centrimag motor was not returned for analysis; however, a log file was downloaded from the returned and associated console. A review of the downloaded log file showed event spanning approximately 12 days ((B)(6) 2020 per time stamp). On (B)(6) 2020 at 04:34 a ¿sf_ifd_shutdown_detected¿ activated and triggered ¿system fault: s3¿, ¿set pump speed not reached: m5¿, and ¿motor alarm: m4¿ activated. The speed dropped to ~2900 rpm and the flow dropped to 0 lpm and a ¿flow signal interrupted: f2¿ alarm activated. There were no other notable alarms active in the log file. The centrimag motor was not returned for analysis multiple good faith efforts were sent to retrieve additional information regarding the cause of the reported event, the serial number of the motor, and if it was exchanged and will be returning; however, no response was received. Reports of similar events have been documented and corrective action had been initiated to investigate the issue further. The investigation has determined that this event was caused by a motor related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Incomplete patient information provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the centrimag console stopped running the pump with s3, m4 and m5 errors. The unit is being sent in for repair. Additional information was requested but have not been provided. Related manufacturer report number: (B)(4).